Event description:
Per refill guide, pt states freedom pump makes a clicking sound and stops working and needs to be reset the counseling rph(registered pharmacist) authorized a new pump to be sent. Pt was able to complete infusion. No adverse reaction reported due to malfunctioning pump. Pt will be sent a new pump in exchange for malfunctioned one. Pump used to infuse hizentra at above dose. No additional information available. Reported to (B)(6) by pt/caregiver.